Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 3 months and 17 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted on (B)(6) 2019 with symptoms of fatigue, dyspnea on exertion, and dizziness the previous two months. The account suspected a gastrointestinal bleed. The patient received 2 units of packed red blood cells. The account requested assistance in planning the patient's esophagogastroduodenoscopy on (B)(6) 2019. The account noted that the patient was treated on (B)(6) 2018 for a previous gastrointestinal bleed. Additional information regarding diagnostic test results, treatment, and current patient status was requested but has yet to be responded to.

Manufacturer narrative:
Investigation summary: this type of event has been previously investigated. Gastrointestinal bleed is an expected adverse event related to lvad therapy and identified in the IFU. A device malfunction cannot be confirmed. Trending will continue to monitor for any change in performance. No further information was provided. The manufacturer is closing the file on the event.